Event description:
It was reported the patient experienced drowsiness and had a bleeding ulcer. There was more volume than expected in the pump (expected 11.6 ml; actual 13.5 ml). The difference was within labeled specifications for the device. Additional information received indicated the event was attributed to the catheter. The catheter was found to have a hole outside of the csf portion. A revision was performed. The catheter was replaced, dosing decreased, and the patient will have a slow titration upward was indicated. The patient was observed in the hospital with no problems. The patient's outcome was reported as "no injury."